Event description:
A device report from (B)(6), indicated a hospital in (B)(6) reported. During a procedure, the pfna blade did not lock. No further info was available.

Manufacturer narrative:
(B)(4): the blade is in the open state. The investigation shows that the product fully complies with our specifications. We can only assume that a handling error were occured. Manufacturing documents were reviewed and no complaint related issues were found.(B)(4): placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.